Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was outside of the labeled operating altitude range. Reportedly, the alarm did not clear. The customer¿s blood glucose level was 239 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.